Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence.

Event description:
Healthcare professional reported via device tracking form right side device removal was noted as ¿incision dehiscence, implant exposure. Device has been explanted and replaced.